Event description:
Pdc received a call on (B)(6) 2015 reporting medical interventions that occurred on (B)(6) 2015 and (B)(6) 2015. Pt ((B)(6)) could not recall the actual times of either medical event. On (B)(6) 2015 pt's husband found her on the floor and unconscious. Prodigy meter was used before the incident to check pt's blood glucose with a result of 96mg/dl. Ems were called and upon arrival tested pt's blood glucose with their meter with a result of 36mg/dl. Approximately 10 minutes elapsed between testing with the prodigy meter and ems's meter. Ems treated pt with a d50 IV. On (B)(6) /2015 pt's husband was awakened by pt's scream. Husband went to find pt unconscious. Husband thought pt was having a seizure and called ems. Prodigy meter was used before the event to check pt's blood glucose with a result of 94mg/dl. Pt's blood glucose was tested by ems with their meter upon arrival, with a result of 39mg/dl. No elapsed time was given between testing with the prodigy meter and ems's meter. Ems started a IV. Pt was transported to ER for both events. On both trips to the ER pt was treated with a d50 IV. Pt's glucose reading prior to discharge was 148mg/dl on (B)(6) 2015. On (B)(6) 2015 pt was not sure but believes that her glucose reading was around 150mg/dl. Pt's stay at ER was 6-7 hours on (B)(6) 2015 and 3-4 hours on (B)(6) 2015. Pdc sent replacement and prepaid envelope requesting return of suspect system.

Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that meter operated within specifications. The standby current test is 1.6ua. The criteria is less than 5ua. Pass. Meter setting, audio and all buttons function are ok. (B)(6) returned his strip to pdc/okb (lot number d130524-1), inside the bottle only left 1 strip. Oke checked the retained strips of that batch (d130524-1) in house with control solution. The control solution tests for level low were 62/64 mg/dl; for level high were 269/274 mg/dl. The control solution ranges are: level low 30~75 mg/dl; level high 220~320 mg/dl. All results were within the acceptance range. Pass. Okb also took another batch of strip (d150316-1) tested the suspected meter with in house control solution. The control solution tests for level low are 52/51 mg/dl; for level high are 289/277 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.